Manufacturer narrative:
Follow-up #1: date of submission 03-may-2019. Device evaluation: the device has been returned and evaluated by product analysis on 01-may-2019 with the following findings: a review of the pump history showed the pump was delivering the programmed basal rate until the deliveries were halted by the user. No evidence of delivery malfunctions were found. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced that day a blood glucose of over 800mg/dl, with abdominal pain, extreme drowsiness, polydipsia, nausea, symptoms of dehydration, shortness of breath, and difficulty waking up, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and was treated in the emergency room with insulin via injection, and intravenous fluids by their healthcare provider. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose matched the active basal program total or were as expected. The basal history matched the active basal program settings. The patient alleged the pump calculated a correction dose of zero units instead of the necessary 0.60units. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.